Event description:
A CPAP pt claims their full face mask caused movement to their bottom teeth.

Manufacturer narrative:
The pt mask was returned to resmed and a preliminary inspection was performed. There were no defects or abnormalities observed. The masks will be sent to the design house for a full engineering evaluation. Dental issues are a potential side effect of mask use and are included in the "warnings" of the quattro fx user guide: "using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist."